Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of death and cardiac arrest are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. G3: company representative removed as a report source.

Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, the patient presented with a recent non-st elevated myocardial infarction. A 3.0x28mm xience sierra stent was successfully implanted in the proximal left anterior descending (lad) coronary artery, 99% stenosed lesion and a 3.0x12mm xience sierra stent was successfully implanted in the first diagonal coronary artery, 99% stenosed lesion. The procedure was performed without complications. On (B)(6) 2019, the patient was found unresponsive at home. Medications were provided; however, the patient had expired due to cardiopulmonary arrest. Per physician, the event was possibly related to the device. There was no restenosis, no thrombus, and no device malfunction reported. No additional information was provided regarding this issue.